Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that the patient who died due to heart failure attributable to severe pvl had a highly calcified annulus, and that medtronic product did not cause or contribute to any of the observed deaths or adverse events. None of the devices were available for return to medtronic. No serial numbers were available.

Manufacturer narrative:
Citation: chodór et al. Impact of corevalve size selection based on multi-slice computed tomography on paravalvular leak after transcatheter aortic valve implantation. Cardiology journal 2017, vol. 24, no. 5, 467¿476. Doi: 10.5603/cj.a2017.0014. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of prosthetic valve size on paravalvular leak after transcatheter aortic valve implantation (tavi). All data were collected from a single center between november 26, 2008 and february 4, 2014. The study population included 69 patients (predominantly male; mean age 77 years), all of which were implanted with medtronic corevalve (serial numbers not provided). The 69 patients were then divided into two groups: group I (30 patients) where valve selection was based on standard procedures, and group ii (39 patients) where valve selection was based on multi-slice computed tomography (msct) measurements. Among all patients, four in-hospital deaths occurred. One death was due to heart failure attributable to severe paravalvular leak (pvl). Based on the available information, this death may have been caused or contributed to by medtronic product. The three other deaths were due to septic shock, cardiac tamponade during crt-d implantation, and vascular complications. Based on the available information, these deaths were not likely caused or contributed to by medtronic product. Among all patients, other adverse events included: pvl ranging from trace to severe and arrhythmia requiring permanent pacemaker implant. No additional adverse patient effects or product performance issues were reported.